Event description:
An operator removed a cup of steris 20 sterilant concentrate from its box to use in the steris system 1 processor. While massaging the cup, the operator reported that the lid "popped open" spraying sterilant on their face. The operator was sent to the emergency room where their eyes were irrigated with water. There was no injury reported.